Event description:
This letter constitutes a medical product complaint. At the commercial exhibits at the dc dental meeting, in april 2006, I purchased 2 AED units from a rep of zoll medical. One unit was shipped on may 23 and the second unit was shipped on july 3. I had set up these units per the instructions and kept one at home and one in my office. By accident , I discovered that the units were not manufactured to the existing aha 2005 protocols, and yet I purchased these in 2006. It happened that our office staff CPR was up for recertification in october 2006 and I scheduled an instructor to be present at my office. We happened to be having a discussion when I related that I had purchased 2 AED units recently and he asked me whether they were of the aha 2005 protocols. My answer was that I did not know and he advised me to call the company. When I called the co, I found that I had been sold 2 products, which had not been updated, nor was I advised of any need for updating by the co. I called the co and complained. The co then did send me software to update the AED units, which I have done. The nature of this complaint is the fact that I was sold 2 outdated units and compounding that complaint is the fact that there was no notification from the sales person or the company that these products needed to be updated. The co apparently saw nothing wrong with this. I hope that you will investigate this matter.